Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 9 of 9 devices were returned for evaluation. Evaluation of 8 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. This report summarizes nine malfunction events where a midwest tradition handpiece won't hold burs. There were no injuries in any of the event.